Event description:
It was reported when using the bd vacutainer® flashback blood collection needle customer found that the foreign matter on the cannula. This event occurred two times. The following information was provided by the initial reporter. The customer stated: ¿before use, it was found that the foreign bodies on the cannula."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-nov-2022. H6: investigation summary bd received 2 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd has initiated further root cause investigation relating to the issue of foreign matter through corrective and preventive actions.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle customer found that the foreign matter on the cannula. This event occurred two times. The following information was provided by the initial reporter. The customer stated: ¿before use, it was found that the foreign bodies on the cannula."